Event description:
It was reported that when using the bd pyxis¿ es server, the device was in disconnected mode. The nurse was unable to retrieve medications. The device was manually rebooted; however, it remained in disconnected mode and critical override for approximately three hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A technical support specialist dialed into the device and found that the stations were in disconnected mode. The tss then dialed into the server and checked the health sight viewer, where multiple medstations were also showing as disconnected. Upon reviewing the services, the tss confirmed that multiple critical services were disabled. The services were enabled, after which the stations began displaying patient orders, and the sync information showed the current last upload with no upload errors. The customer confirmed that the issue was resolved. The tss attached the knowledge article (stations not communicating ¿ data sync service unable to stop/start.) The system functioned as intended technical support specialist troubleshot the device.